Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The meter was communicating properly. The device was also received with scratched lcd window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had motor error alarm. The blood glucose at the time of the incident was 6.4 mmol/l. It was stated that the alarm history showed a motor position encoder error. The customer also complained about the blood glucose readings were not transferring from the meter to the insulin pump. Troubleshooting was not able to resolve the issue. The device was returned for analysis.